Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine(20 mg/ml) at dosage of "7.696" via an implantable infusion pump. Patient had medical history of reflex sympathetic dystrophy(rsd). It was reported that pump motor stalled on (B)(6) 2018 and recovered on (B)(6) 2018. The pump was replaced on (B)(6) 2018. There was none environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.